Event description:
It was reported to medtronic minimed that the customer experienced stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with no response from any buttons, problem isolated to the keypad assembly. The j1 connector on pcb1 was locked properly during visual inspection. Unable to perform self-test and displacement test due to keypad anomaly. Unable to download pump history files. The keypad traces and electronic assemblies were inspected, and moisture damage noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, scratched case, broken belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay, corroded battery tube, label damage, and corroded home switch. Confirmed unresponsive keypad during testing due to moisture damage to the electronic assemblies. No stuck button alarm noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.